Event description:
Patient was undergoing a left ureteral stent placement when the first stent was inserted small black particles were noted in the urine, the black particle was retrieved, and the stent was removed noting the black markings on the stent were coming off. A second stent of the same manufacturer, was opened and when the stent was wet with saline the black measurement markings also started to come off onto the cloves for the surgical tech. A third stent was opened, from the same manufacturer and when the surgeon wet the stent it broke in their hands and the black measurement markings were coming off. The manufacturer rep was contacted, and a different manufacturer stent was utilized for the patient. Reference report: mw5171309, mw5171310.